Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) verified that the reported error had already been cleared by the customer prior to arrival and still inspected the station as a precaution. All cables were checked and confirmed secure, with no physical damage observed to the bus cables or drawer components. A missing black bumper on the side rail was identified and replaced. The fse ran the hardware test application (hta) on drawer 1, and the test passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, resulting in complete drawer failures for drawers 1.1 and 1.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.